Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the reported event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This document also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for right heart failure with symptom of ascites. Cardiac catheterization was performed. The event was thought to have causal relationship with the device as it was necessary to adjust the rotational speed. The patient was discharged on (B)(6) 2024.